Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
(B)(4).

Event description:
Noise on rv lead led to lead being capped. On (B)(6) 2016 - update: threshold decreased to 0.5 volts through the device after implant. This lead was explanted.